Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: ng, lab: 4.7; (B)(6) 2011, 1.5, ng.